Event description:
It was reported via repair work order that the intermittent zoom due to loose and damaged zoom handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.